Manufacturer narrative:
Investigation description: complaint could not be duplicated; multiple dry leadscrew runs were successfully completed with no issues. However, alert 42 was confirmed in the engineering logs. The root cause could not be determined through testing and the device functions as intended, as a precaution the mainboard will be replaced during refurbishment.

Event description:
It was reported that an ilet user experienced persistent alert 42 indicating an insulin current sense failure over two days, which repeatedly interrupted meal announcement boluses despite supply changes and device restarts. Symptoms included interrupted insulin delivery during attempted boluses. Outcomes included device interruption with the need to discontinue pump use and transition to cgm-only monitoring with dexcom g7 while awaiting a replacement device. Investigation included remote troubleshooting and user education. Investigation of this case revealed a malfunction related to the insulin sensing circuitry within the pump component, consistent with a device hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.